Event description:
Case description: investigation result: name: novopen 4, batch number: dug0902. The product was not returned for examination. No investigation possible. Batch trending performed. No issue identified. Name: novopen 4, batch number: unknown. The product was not returned for examination. No investigation possible. Name: actrapid penfill 3 ml 100iu/ml, batch number: fr70670. The product was not returned for examination. Name: insulatard penfill 3 ml 100iu/ml, batch number: er7m048. A reference sample check on adr/ae was found to be normal. The product was not returned for examination. Manufacturer comment: 30-aug-2017: as both novo pen 4 have not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of both suspected novopen 4 is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: name: novopen® 4, batch number: unknown. (B)(4): the product was not returned for examination.

Event description:
Event verbatim [preferred term]. High glucose level more that 500mg/dl [blood glucose increased]. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin [device issue]. High acetone level [blood ketone body increased]. Vomiting [vomiting]. High level of arterial blood gases [blood gases abnormal]. Insulin leaked from needle around the site of injection [injection site extravasation]. Forgot to take his morning dose [drug dose omission]. Case description: study ID: (B)(6). Study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 150 cm. Patient's weight: (B)(6). Patient's bmi: (B)(6). This serious solicited report from egypt was reported by a consumer as high glucose level more that 500mg/dl" beginning on (B)(6)2017 , "piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin" with an unspecified onset date , "high acetone level" beginning on (B)(6)2017 , "vomiting" beginning on (B)(6)2017 , "high level of arterial blood gases" beginning on (B)(6)2017 , "insulin leaked from needle around the site of injection" with an unspecified onset date , "forgot to take his morning dose" with an unspecified onset date and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing due to "diabetes mellitus", actrapid penfill hm(ge) (insulin human) from unknown start date to (B)(6)2017 due to "diabetes mellitus", insulatard penfill hm(ge) (insulin human) from unknown start date to (B)(6)2017 due to "diabetes mellitus". Medical history included diabetes mellitus (since he was 12 years old, type not reported), headache. Concomitant medication included epifortil (non-codable). From an unknown date (reported as since 3 years), the patient was using insulatard, actrapid penfill with novopen 4 for diabetes mellitus. From an unknown date, the patient had problem with both novopen 4. It was reported that the pens did not inject insulin. As the patient sometimes adjust the dose counter to inject, the dose button presses normally and the dose the counter returns to zero. However, the insulin leaked from needle around the site of injection. Also reported that in some occasions the piston rod head got stuck in the mechanical part and does not touch the end of penfill so pen does not inject insulin and reported that this happened with two pens. The patient tried pen with new needle and new penfill. Due to problem with the pens, the patient experienced high blood glucose on (B)(6)2017. The blood glucose value was more than 500 mg/dl. The patient was hospitalized on same day and the patient received aqua solution but the patient did not know the drugs which he received. The patient was discharged on same day as his blood glucose level was controlled. On (B)(6)2017 at 07:00 am, the patient was again hospitalized due to vomiting, high acetone level and high level of arterial blood gases. On (B)(6)2017 he shifted from insulatard and actrapid prenfill to vial instead to control blood sugar level and last 2 hour post prandial glucose was 80mg/dsl as he increased his dose (10u instead of 5u) because he forget to take his dose on morning. Action taken to novopen4 was not reported. Action taken to actrapid penfill hm(ge) was reported as product discontinued. Action taken to insulatard penfill hm(ge) was reported as product discontinued. On (B)(6)2017 the outcome for the event "high glucose level more that 500mg/dl" was reported as recovered. The outcome for the event "piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin" was unknown. The outcome for the event "high acetone level" was not reported. The outcome for the event "vomiting" was not reported. The outcome for the event "high level of arterial blood gases" was not reported. The outcome for the event "insulin leaked from needle around the site of injection" was not reported.. The outcome for the event "forgot to take his morning dose" was not reported. Reporter's causality (novopen 4) - high glucose level more that 500mg/dl: probable. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: probable. High acetone level: probable. Vomiting: probable. High level of arterial blood gases: probable. Insulin leaked from needle around the site of injection: probable. Forgot to take his morning dose: probable. Company's causality (novopen 4) - high glucose level more that 500mg/dl: possible. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: possible. High acetone level: possible. Vomiting: possible. High level of arterial blood gases: possible. Insulin leaked from needle around the site of injection: possible. Forgot to take his morning dose: possible. Reporter's causality (actrapid penfill hm(ge)) - high glucose level more that 500mg/dl: probable. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: probable. High acetone level: probable. Vomiting: probable. High level of arterial blood gases: probable. Insulin leaked from needle around the site of injection: probable. Forgot to take his morning dose: probable. Company's causality (actrapid penfill hm(ge)) - high glucose level more that 500mg/dl: possible. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: possible. High acetone level: possible. Vomiting: possible. High level of arterial blood gases: possible. Insulin leaked from needle around the site of injection: possible. Forgot to take his morning dose: possible. Reporter's causality (insulatard penfill hm(ge)) - high glucose level more that 500mg/dl: probable. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: probable. High acetone level: probable. Vomiting: probable. High level of arterial blood gases: probable. Insulin leaked from needle around the site of injection: probable. Forgot to take his morning dose: probable. Company's causality (insulatard penfill hm(ge)) - high glucose level more that 500mg/dl: possible. Piston rod head did not touch end of cartridge and got stuck in mechanical part so pen did not inject insulin: possible. High acetone level: possible. Vomiting: possible. High level of arterial blood gases: possible. Insulin leaked from needle around the site of injection: possible. Forgot to take his morning dose: possible. Suspect product: suspect medication #1: actrapid penfill hm(ge)(insulin human) solution for injection, 100iu/ml. Suspect medication #2: insulatard penfill hm(ge)(insulin human) suspension for injection, 100iu/ml. Dose, frequency & route used: suspect medication #1:regimen #1: 15 iu, qd, subcutaneous. Suspect medication #2regimen #1: 10 iu, qd (5u per morning/5u per night), subcutaneous. Suspect medication #2regimen #2: 10 iu instead of 5 iu, subcutaneous. Suspect medication #2regimen #3: 10 iu, qd (5u per morning/5u per night), subcutaneous.